Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 407mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient experienced swelling/ redness at the infusion site. The patient sought care in the emergency department, where they were reportedly treated with glucose liquid and administered 3 units of insulin. The patient was discharged approximately 2¿3 hours later. It was reported that the sensor values had been showing a discrepancy of approximately 60 mg/dl. The customer was guided to calibrate the sensor to correct the values.